Event description:
Per the clinic, the device had extruded resulting in the decision to explant the device (date not reported). The device has not been made available for analysis as of the date of this report, (B)(4), 2013.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This report is filed april 3, 2014.

Manufacturer narrative:
Per the clinic, the patient experienced infection at the implant site.